Manufacturer narrative:
H4 (device manufacture date) was corrected. The thermogard console (sn (B)(6)), which failed functional testing due to a tcmid:08 (coolant temp low) error message at the customer site, was returned to zoll san jose service depot for an in-depth investigation. The returned thermogard console displayed tcmid:08 at the initial power-up. At the second power-up, the console displayed a tcmid:06 (ce post failure) error message. The zoll service technician ran the thermogard console on an overnight cycle test, and it failed with a tcmid:05 (coolant diff failure) error message. Subsequently, the console failed a system calibration procedure. Detailed inspection of the cooling engine assembly revealed that two terminals connected to the heater were loose, and a wire from the danfoss was not fully secured. The technical investigation determined that the root cause of all noted error messages and calibration failure was related to the malfunctioning cooling engine due to failed component(s). The cooling engine assembly will be replaced, and the system will be recalibrated to remedy the faults. During visual inspection, the zoll service technician observed that one of the wheel casters was loose, and the umbilical cable was not tightly secured to the rear of the display head assembly. These observations are unrelated to the noted tcmid error messages and likely resulted from user mishandling or handling during transportation. The umbilical cable was tightened, and the caster will be replaced to address the issues. The coin cell battery inside the monitor head will also be replaced, as the system's internal clock had become reset due to low battery voltage from aging. The thermogard console was manufactured in october 2018 and is over 4 years old, close to its expected service life of 5 years. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number (B)(6).

Manufacturer narrative:
During preventive maintenance (pm) performed by zoll service personnel at the customer site, the thermogard console (sn (B)(4) failed functional testing and displayed a tcmid:08 (coolant temp low) error message. The zoll service personnel performed some preventive maintenance service actions and advised the customer to send the console to zoll san jose service depot for an in-depth investigation to determine the root cause of the tcmid08. Visual inspection of the thermogard console was performed, and no issues were observed. Zoll san jose has not yet received the thermogard xp ivtm system (sn (B)(4) for further investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
During preventive maintenance (pm) performed by zoll service personnel at the customer site, the thermogard xp ivtm system (sn (B)(4) failed functional testing and displayed tcmid:08 (coolant temp low) error message. No patient involvement.